Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that three days post implant, this cardiac resynchronization therapy defibrillator (crt-d), detected high out-of-range right ventricular (rv) lead pacing impedance measurements. Boston scientific technical services (ts) recommended performing isometrics, pocket manipulation and other maneuvers to verify lead system and connection integrity. Ts noted that patient is at risk of inappropriate therapy or lack of pacing support. No adverse patient effects were reported. New information received indicates that surgical intervention was performed. The rv lead was tested on the pacing system analyzer (psa) with normal impedance measurements. The rv lead remains implanted and in service. The crt-d was explanted and replaced. As of today the crt-d has not yet been released to boston scientific from the hospital pharmacy.